Event description:
Event description boston scientific received information that this coronary sinus lead exhibited an increase in pacing impedance since august. The impedance was now >2000 ohms and a lead revision was planned. A fracture in the pocket was observed under x-ray. A boston scientific technical services consultant discussed possible scenarios for how this lead could have fractured, such as first rib crush, can-on-lead abrasion, or blows to the chest. The lead was explanted and replaced with another boston scientific coronary sinus lead.